Event description:
Device has been explanted on the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of wound dehiscence is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: wound dehiscence. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient reported right side ¿pain¿, ¿stretching and displacement of nipple¿, ¿rupture of surgery stitches¿, ¿pain¿, ¿shortness of breath episode due to higher pain intensity¿, and they are ¿very concerned as pain is one of the events related to bia-alcl cases.¿ device remains implanted.